Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. It was reported that the patient's blood glucose goes to 30 mg/dl at the end of the cartridge. It was reported that the user blood glucose (bg) reading was greater than 250 mg/dl; however, the bg reading did not exceed 500 mg/dl. No symptoms of hyperglycemia were reported. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. This complaint is being reported because this could have an impact on insulin delivery. Customer technical support (cts) was unable to determine what the issues were with the pump. Troubleshooting could not be completed at the time of the complaint. Cts made attempts to contact the reporter for additional information and troubleshooting, without success.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-sep-2019 with the following findings: a review of the pump¿s black box showed that the pump was in use until (B)(6)2019. The complaint was reported on (B)(6)2018, therefore all history and black box data has been overwritten due to continued use of the pump. During investigation, the pump was exercised for 12 hours with no errors or warnings occurring. The total daily doses (tdd) calculated correctly and reflected the user¿s programmed basal rates. The pump passed delivery accuracy test and was found to be delivering accurately and within range. The complaint of an inaccurate delivery issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed a crack in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.